Event description:
It was reported that the ventricular lead exhibited 2196 ohms impedance. The pulse generator was reprogrammed to 3.5 v, 0.4 ms. Due to patient's age and overall condition the lead would not be replaced as it was still functional. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.